Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter. The balloon was loosely folded, and the device was filled with blood. The device was soaked in a warmwater bath for 5 days. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located 6mm from the tip of the device with numerous kinks in the hypotube.